Manufacturer narrative:
Device label code for f10. Position 1: 1738. Deivce label code for f10. Position 2: 1701. Device label code for f10. Position 3: -. The iab was recieved intact for evaluation with the balloojn completely unfolded. Blood was noted within the device. Lab examination on returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iabp. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. It is possible that the iab interior became contaminated with blood from the pump (possibly from a previous balloon leak). Although conjectural, it is possible that the excessive alarms may have been pump related.

Event description:
Event: (cc# 97-00385) the "cath leak" alarm sounded from the pump and the iab leaked. (On 4/14/97, datascope received the voluntary medwatch from from the user facility; uf/dist report #: none). [Event complications]: unknown - reported 4/8/97; none - reported 4/23/97. [Pt's status]: unk-rpt'd 4/8/, 5/8/97.